Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, cloudy and no openings were found in the device and wear abrasion. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: -no observations found related with the complaint reported by the physician. The event of seroma and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma, granuloma.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.